Event description:
It was reported that the user received a low glucose alarm while using the iLet Bionic Pancreas and experienced hypoglycemia with blood glucose declining from 79 mg/dL to 65 mg/dL; the user was on day three of pump use and noted a personal pattern of running low at that time of day. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrates per the 15/15 guidance and stabilization without the need for emergency care. Investigation included user troubleshooting and education regarding hypoglycemia management and expectations for algorithm adaptation in early use. Investigation of this case revealed no device malfunction reported, with a likely user-specific glycemic pattern and early algorithm learning period contributing to the event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.